Manufacturer narrative:
After surgery the pt was seen in the physician's office with complaints of wound swelling, discharge and fever. The wound appeared to have oozing at small disruptions along the incision. The pt was taken back to surgery for wound exploration and packing of the wound. During this procedure, the pt was found to have a fingertip from a glove in the surgical site. The piece of glove was removed. The sample was returned and evaluated. The torn edge of the glove piece was straight and we cannot rule out the possibility that the glove may have been damaged by a sharp instrument during the procedure. We have no info to suggest a defect caused or contributed to the reported incident. A root cause has not been determined.

Event description:
A urogynecologic pt was seen post op exhibiting wound swelling, discharge and fever. On (B)(6) 2014, the pt was taken back to surgery for wound exploration and a fingertip of a glove was found in the wound.